Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 chemistry analyzer. The fse inspected the analyzer and found bubbles on sample pot during primes. . Upon further troubleshooting it was determined that the buffer valves had malfunctioned and causing failures. The fse replaced the ise buffer valve to resolve the issue. The fse performed system verification successfully without issues. The analyzer returned to normal operation. The customer was satisfied with service. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for sodium (na) on cell 1 of their au5800 clinical chemistry analyzer. The customer did not provide patient demographics. The erroneous results were not reported outside the laboratory. The patient sample was repeated on cell 2 and obtained results considered correct by the customer. There was no report of change to treatment, injury, or death associated with this event.